Event description:
It was reported that the user experienced persistent high glucose readings on the ilet since early morning after a supply change the night before, with the display showing high; the user employs a teflon infusion set, drops were visible during a check, and support suspected a bent cannula and advised a site change, which the user could not perform until returning home, with backup therapy guidance to be obtained from the physician. Symptoms included hyperglycemia. Outcomes included no health consequences or clinical signs reported. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.